Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, foreign material was observed on the back side of the optic surface. An attempt was made to remove the foreign material on the optic surface with the tip of the irrigation and aspiration (ia) tip, but this failed. After 30 minutes, another observation was made with a slit-lamp microscope and no adhered foreign material was observed. The surgery was completed without product replacement. The physician considers the cartridge may be the cause. There is a possibility that the coating inside the cartridge might have peeled off. Additional information has been requested.

Manufacturer narrative:
The company cartridges were not returned for evaluation. A video was provided. The cartridge preparation and initial lens loading were shown. The amount of viscoelastic added was not to the instruction for use (IFU) specification. The lens was biased down and trailing haptic folded per the IFU. The tip of the cartridge was placed at the incision opening. It was not inserted fully into the incision. There appears to be some difficulty with the advancement as the lens entered the incision area due to the cartridge tip not being inserted fully into/through the incision. The lens is delivered and the trailing haptic is stuck to the optic surface. The haptic releases and a mark can be observed. The mark appears to be on the posterior surface. Attempts to remove the ¿mark¿ we not successful. The lens remained implanted. A determination as the origin and nature of the mark cannot be made from the video. A qualified lens model/diopter and viscoelastic were indicated used with a company handpiece. The recommended handpiece for company is the company handpiece. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Based on review of the provided video the cartridge was not filled to the IFU recommendation with viscoelastic. A lens advancement issue was also observed where the cartridge tip was not inserted fully into the incision causing the lens to travel through the incision into the eye instead of through the cartridge tip. As the lens unfolds, a linear mark or material can be observed on the posterior surface of the optic. Attempts to remove the area was were not successful. The lens remained implanted. The nature and origin of the mark/material cannot be determined from the video. Information was provided that another observation was made with a slit-lamp microscope and no adhered foreign material or mark was observed. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The recommended handpiece for company is the company handpiece. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).